Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer (fse) reviewed the reported issue in which the customer indicated that the door failed multiple times after the doors were coupled. The fse identified that a latch was still installed on the second door, removed the latch, and conducted testing on the tower using the hardware test application and the medication application. The fse also completed additional hardware testing to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door continuously failed after it had been closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.